Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device does not work with known working pad pak.

Manufacturer narrative:
The following complaint was reported in error and the product preformed to specification. The end user had failed to install the battery pack initially and had reported the alleged malfunction of the device. However the end user realised it was user error and contacted heartsine requesting the complaint to be cancelled.

Event description:
There was no patient involved. Device does not work with known working pad pak.